Event description:
It was reported that this patient experienced an alert from their remote communicator and contacted the physician. Upon remote data review, it was noted that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>125 ohms). The physician forwarded data to boston scientific technical services (ts). Ts explained that this gradual impedance increase could be due to encapsulation around the lead coil. A commanded 1.1j shock was recommended to evaluate the system shock integrity. The patient transferred to a different clinic and no additional information is available. At this time, the rv lead remains implanted and no adverse effects were reported.

Event description:
It was reported that this patient experienced an alert from their remote communicator and contacted the physician. Upon remote data review, it was noted that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>125 ohms). The physician forwarded data to boston scientific technical services and is awaiting review and recommendations. At this time, the rv lead remains implanted and no adverse consequences were reported.

Event description:
It was reported that this patient experienced an alert from their remote communicator and contacted the physician. Upon remote data review, it was noted that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>125 ohms). The physician forwarded data to boston scientific technical services (ts). Ts explained that this gradual impedance increase could be due to encapsulation around the lead coil. A commanded 1.1j shock was recommended to evaluate the system shock integrity. At this time, the rv lead remains implanted and no adverse consequences were reported.

Event description:
It was reported that this patient experienced an alert from their remote communicator and contacted the physician. Upon remote data review, it was noted that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>125 ohms). The physician forwarded data to boston scientific technical services (ts). Ts explained that this gradual impedance increase could be due to encapsulation around the lead coil. A commanded 1.1j shock was recommended to evaluate the system shock integrity. The most recent shock impedance measurement from this system was 150 ohms. Since the initial event, the patient has changed healthcare facilities. The patient has been scheduled for in-clinic provocative maneuvers, diagnostic imaging, and a defibrillation threshold test (dft) under anesthesia. This has not yet occurred and information has been requested from the field regarding this event resolution. At this time, the rv lead remains implanted and no adverse effects were reported.

Event description:
It was reported that this patient experienced an alert from their remote communicator and contacted the physician. Upon remote data review, it was noted that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>125 ohms). The physician forwarded data to boston scientific technical services (ts). Ts explained that this gradual impedance increase could be due to encapsulation around the lead coil. A commanded 1.1j shock was recommended to evaluate the system shock integrity. The most recent shock impedance measurement from this system was 150 ohms. Since the initial event, the patient has changed healthcare facilities. The patient has been scheduled for in-clinic provocative maneuvers, diagnostic imaging, and a defibrillation threshold test (dft) under anesthesia. The procedure was postponed due to the holiday season and will be performed at an unspecified future date. At this time, the rv lead remains implanted and no adverse effects were reported.